Event description:
The home patient (hp) reported experiencing an electrical shock while using the homechoice cycler for apd therapy. Follow up with the family member of the hp reveals that a shock was felt when depressing the "up" or "down" arrows of the device's front panel display. According to the hp's family member the shock felt similiar to that of electrostatic discharge and was not severe. The hp's family member states there was no patient injury or medical intervention as a result of this incident.